Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported on (B)(6) 2013 his blood glucose and insulin history is as follows: time:6:01 am; bg(mg/dl): 251; bolus (u): 3.5. 8:27 am; 258; 3.7. At 8:52 am he deactivated the pod and noticed there was a clear fluid in the crevice area where the cannula was coming out of the pod.